Event description:
Info received indicates the head end casters are not holding when in brake.

Manufacturer narrative:
The tech found a missing shoulder bolt and nut in the brake/steer linkage prevented the brake caster from holding. He replaced the shoulder bolt and nut to repair the bed.